Event description:
During a remote follow up, far field r wave oversensing and oversensing due to noise resulting in inappropriate mode switching was noted on the atrial lead. Technical support was contacted and recommended further in clinic investigation. Reprogramming was performed to resolve the event. The patient was stable.